Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors that contributed to the wound dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local reaction). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device ph7987/vcp345hcn31 and no non conformances/ manufacturing irregularities related to the malfunction were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.

Event description:
It was reported that the patient underwent surgical incision and internal fixation on (B)(6) 2021 and suture was used subcutaneously. On (B)(6) 2021, the middle segment of the left heel incision was partially dehisced, inflammatory hyperplasia was observed around the absorbable suture, the absorbable suture was loosened, and there was a pale yellow liquid wound secretion. The surgeon opined that the absorbable suture caused a rejection reaction and the wound infection occurred, which caused the left heel opening to not heal. The suture was removed. The wound was treated by unobstructed drainage and dressing change so that the wound gradually healed. Additional information has been requested.